Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with an umbilical vessel catheter (uvc). The customer states that an uvc was placed on (B)(6) 2011 and secured with tegaderm. On (B)(6) 2011 the uvc was noted to be leaking just below the molded strain relief on the extensions and removed. The uvc was not replaced and the pt status is fine.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.